Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgery, it was observed that the motor device system console was giving an e8 error code. There was no delay to the surgical procedure as an identical spare device was available for use. It was reported that the surgery was successfully completed. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had an e8 error and then some of the lights on the display turned off. It was also noted that the pc board was not working properly and there was a touch pad display problem. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out pc board from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.